Event description:
It was reported that the epg (external pulse generator) was connected to a patient and failed to pace. There were no patient complications reported as a result of this event.

Event description:
It was reported that the external pacemaker (5388) was connected to a patient and failed to pace. Examination by the local service group discovered that the cable (5433v) that connected the external pacemaker to the patient was fractured. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) no anomalies were found. (B)(4) analysis found a conductor fracture of the patient cable.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Without a lot number or device serial number, the manufacturing date cannot be determined.